Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that when connecting the diet, the set disconnected. No injury reported.

Manufacturer narrative:
Submit date: 9/20/2016. A device history record was not performed; no lot number was provided or available. No sample or picture was provided for evaluation. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A device history record was not performed; no lot number was provided or available.. One used sample was received for evaluation. The sample was visually evaluated. No functional evaluation could be performed since the product could not be unclogged. The root cause could not be verified. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.